Event description:
A customer reported that the fiber snapped off the probe and became lodged on top of the trocar during surgery. The customer exchanged the probe and completed the procedure with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).